Event description:
I was implanted with the essure coils for permanent sterilization in 2005 after that I have developed a large dermoid cyst on my right ovary. Have an ectopic pregnancy, bad cramps, missed period, heavy bleeding and migraines. Loss of feeling in pelvic area (tingling sensations) loss of sex drive. Swelling in abdomen, huge blood cloths during period. Dizziness, light headed and balance problems. Reoccurring yeast infections, frequent urination, mood swings, depression, no energy. It has taken away the quality of my life and im only (B)(6)!